Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a concomitant atrial fibrillation and watchman procedure, a farawave catheter was selected for use. The physician noted that when the flush line was being attached to the luer port, the luer port became detached from the device prior to insertion. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.